Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a pre-close technique via a 9fr sheath hole prior to an interventional cardiac ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of a new prostyle device was successfully pre-placed. The same 9fr sheath was used and the interventional cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.